Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause. Destructive analysis identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Event description:
Additional information was reported by a company representative on (B)(6) 2017. The pump logs showed that the pump had been used to deliver lioresal (2000 mcg/ml at 850.7 mcg/day) and that the pump had stalled on (B)(6) 2017, recovered on (B)(6) 2017, and stalled again on (B)(6) 2017 with a tube set message on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was stroke and intractable spasticity. On 29-jun-2017 it was reported that the pump status and/or event logs indicated a motor stall occurred on (B)(6) 2017. The stall was active. The patient was experiencing withdrawal symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-04 from a healthcare professional (hcp) via a manufacturer representative (rep) reported a motor stall occurred on (B)(6) 2017. It was noted that the pump was alarming and when the pump was interrogated by the hcp a motor stall had occurred. There were no factors that may caused, contributed, or led to the event. Actions/interventions performed included the pump was replaced. It was stated that surgical intervention did occur as the pump was replaced on (B)(6) 2017. It was noted that the pump will be returned for analysis. It was noted that at the time of report the issue was resolved, and the patient's status was "alive-no injury." The patient's weight was unknown and will not be made available. The patient was receiving lioresal (baclofen) 2000mcg/ml for a total dose of 850mcg/day. No further complications were reported/anticipated.